Event description:
MRI revealed a 5mm granuloma at the catheter tip with the catheter tip being posterior to the l2 vertebra. The pump medication was changed from dilaudid to normal saline. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).